Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Per received report: during coiling procedure (third coil placed), the coil unraveled in the microcatheter. The coil was eventually placed in the target aneurysm and the procedure was completed with no further difficulties encountered. No pt injury reported as a result.